Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Proximal conductor distorted. Blood was noted on the helix/lobe mechanism. Full lead was returned and analyzed.

Event description:
It was reported that the patient experienced ventricular tachycardia one day post pacemaker implant. It was further reported that the atrial lead had high thresholds and oversensing. The pacemaker and leads were replaced with an ICD and associated leads. No further patient complications were reported as a result of this event.